Manufacturer narrative:
Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 10-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (5 mg/ml at 0.32) via an implantable infusion pump. It was reported that the patient's pump had been flipping. During surgery to reposition/reanchor the pump it was noted that the catheter was coiled. A portion of the pump section of the catheter was replaced. It was reported that when the old catheter was being straightened out to measure how much was being explanted the "bell" came off. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was reported to be unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.